Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Salesforce case #(B)(6). Case resolution: I let biomed know that with a reading of 10.4g from the scale, the 8100 is out of range for it to self-calibrate. Recommend to replace the mechanism assembly to correct the issue. Gave part number to mechanism assembly and biomed will order to fix unit.

Event description:
Salesforce case # (B)(4). Npi 8100 failing rate calibration. There was no patient involvement. During rate calibration, biomed would get a failure saying the out vpmr is out of range and needs to be repaired. Sn (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: I let biomed know that with a reading of 10.4g from the scale, the 8100 is out of range for it to self-calibrate. Recommend to replace the mechanism assembly to correct the issue. Gave part number to mechanism assembly and biomed will order to fix unit.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.